Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, and the caller acknowledged and understood these instructions.